Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Pelvic pain - new. Severe left pelvic pain, release of anterior wall suture under regional anesthesia.